Event description:
It was reported that the right atrial (ra) lead exhibited episodes of over-sensed noise which resulted in inappropriate automatic mode switch (ams) and the right ventricular (rv) lead exhibited an insulation damage. The ra and rv leads were explanted and replaced. The patient was in stable condition.